Event description:
It was reported that the right ventricular (rv) lead had a suspected lead fracture with impedances and threshold trending up. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 implantable pulse generator (ipg) (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. The outer insulation of the lead was extrinsically breached due to melting/pulling/stretching/overstress. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. The outer insulation of the lead developed a cosmetic depression while in vivo. Visual summary analysis of the lead indicated apparent explant damage. The presence of a lead removal wire prevents electrical continuity testing. Visual continuity inspection performed for entire conductors length using destructive testing. No anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.